Event description:
This lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2014 due to an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) in (B)(6), ne. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).